Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "internal error occurred - system reset required" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section. Device evaluation: the device was returned to zoll medical corporation; the customer's report was duplicated and attributed to the monitor board. The monitor board was replaced to remedy the report. The device will be recertified and returned to the customer once the service is approved and completed. Analysis for reports of this type has not identified an increase in trend.